Event description:
During routine testing of the device at the service center, the quality technician observed rust on the shaft top and retaining clips. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet begun.